Event description:
It was reported that the camera head had poor contact, slow recognition and the narrow band imaging sometimes did not work. The event occurred during set up / inspection for use. There were no reports of patient involvement.

Manufacturer narrative:
E1 - initial reporter establishment name: (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, g6, h2, h3, h6, h11. The device was returned to olympus for inspection, and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: connector watertight defect a root cause could not be identified. Based on the results of the investigation, and since the device malfunction poor contact was not reproduced during evaluation, the probable cause of the complaint is no problem detected. Based on the results of the investigation, most probable cause for the event connector watertight defect was traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.